Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window. Pump was received without the original belt clip. No damage on the belt clip rails noted.

Event description:
Customer reported via phone call that insulin pump had plastic reservoir lip that goes over reservoir has come off. Customer's blood glucose value was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.